Event description:
It was reported "possible he loss 2 alarms. [The user] states they are happening every 2 minutes and has had 4 total. [The user] verified there is no blood in driveline and that all connections are tight. The md managing the patient is at bedside. Leak test showed iab positive for a leak". Additional information states the iab catheter was removed and not replaced. The patient was treated with other methods in lieu of iab therapy. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "leak test showed iab positive for a leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " possible he loss 2 alarms. [The user] states they are happening every 2 minutes and has had 4 total. [The user] verified there is no blood in driveline and that all connections are tight. The md managing the patient is at bedside. Leak test showed iab positive for a leak". Additional information states the iab catheter was removed and not replaced. The patient was treated with other methods in lieu of iab therapy.